Event description:
It was reported that a patient was having increased seizures and that the physician interrogated the vns and adjusted settings due to the seizures. No further relevant information has been received to date.

Event description:
Session reports from the patient's last office visit were received. Diagnostic data indicated that the device was functioning as intended with impedance within normal limits. It was confirmed through the session reports that settings were increased to increase therapy for the increased seizures. No further relevant information was received to date.